Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient presented in clinic for scheduled follow-up due to a previously detected noise. Upon interrogation, multiple episodes of high ventricular rate and one episode of ventricular noise reversion were observed; the right ventricular lead exhibited oversensing of noise resulting in pacing inhibition. The patient was asymptomatic to the event. During lead revision procedure on (B)(6) 2019, upon investigating, the physician did not notice any notable damage to the lead towards the proximal terminal pin. The lead was capped and replaced. The patient¿s condition was stable prior and post procedure.